Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away. The patient's wife reports at the time her husband passed away, she was told the defibrillator was not working. It was also reported the patient was never told by their physician that their device was part of the shortened replacement window advisory population. The exact date of death was not reported.

Manufacturer narrative:
Technical services suggested to the patient's wife that she contact her husband's physician to find out her husband's cause of death. Attempts were made to follow up with the patient's following physician for additional information regarding the function of this ICD and the cause of the patient's death; however, the two physician's offices where the patient was reportedly being seen provided information that the patient had not been seen since 2006 and early 2007 respectively. The clinic at which the patient was seen most recently had no information about which physician's office the patient's records were forwarded to. No additional information is available at this time. Should more information become available, this event will be reopened.